Event description:
The information received indicated that during an aortic aneurysm repair - endovascular - when they were doing the left side, which was the last side, as it was towards the end of the case, they did an arteriogram and noticed that the markers did not seem to be evenly spaced. They pulled out the pig tail and pulled out another one and when they looked at them noticed that 3 to 5 (does not remember exactly) had come off. When they do these cases, they put the graft near the renal artery and shoot again and he thinks it was at that time that they probably dislodge, although they did not notice they were separated and have moved or migrated, until the last part of the case. The physician did not feel like there was any resistance or friction.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Based on the additional information received, the event is no longer considered reportable under medical device reporting.

Event description:
The marker bands were not missing. They were moved. They were noticed on fluoro not to be evenly spaced. It was thought to be the patient's anatomy, but when the product was removed to verify, they saw that they were moved. Another catheter was used for the procedure. The catheter was not stretched. This was an endo case. There was no different resistance than ever before in his cases. There were no pictures of the device taken.